Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg longer. The patients ipg was replaced and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.